Event description:
Procedure: lavh. Reportedly, the jaw of the instrument disengaged and fell into the surgical cavity. The surgeon was able to retrieve the pieces without incident. There was no reported injury.